Event description:
Original surgery performed in 2007. Spondylolisthesis reduction l5-s1 fusion with prospace bone tlif. Setscrew came out of tulip of screw at l5 right & left. Reoperation performed two months later to retrieve and replace setscrew.

Manufacturer narrative:
The samples and all available information have been forwarded to our manufacturer for further analysis. Add'l lot # 51342016.